Manufacturer narrative:
A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer. The patient experienced hypotension, and was treated for a hypersensitive reaction per the IFU and was stabilized. A palmaz balloon expandable stent was implanted at the level of the seal zone prophylactically. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. This resulted in an intra-operative proximal loss of seal for which the non-elgx stent was placed to exclude the aneurysm. The likely cause of the suboptimal placement of the aortic body was unintentional user/procedural related error which resulted in a left renal infarct, uncontrolled hypertension and bilateral upper quadrant pain. The delivery system was not returned for evaluation and the stent graft remains implanted. In addition, there was a right iliac stent stenosis due to competition of space at the natural bifurcation. This event is documented in (B)(4). The most likely cause of the occlusion of the left hypogastric artery and non elgx stent was intentional user error in combination with concomitant use of the non-elgx product. The patient was discharged on the first post operative day however approximately one month later they experience bilateral upper quadrant pain and uncontrolled hypertension, likely related to renal artery stenosis. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.